Event description:
It is reported that the patient's insulin pump's act button is unresponsive and also displayed a no delivery alarm. Patient's blood glucose level is 185mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.